Event description:
Vns pt was involved in a motor vehicle accident which caused an "impingement in the leads". The pt underwent generator replacement surgery due to end of svc approx 2 months after being involved in the motor vehicle accident. During the generator replacement surgery, it was discovered that the lead was damaged. The lead was also replaced at that time.